Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic and motor assemblies.

Event description:
The customer reported water underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.